Manufacturer narrative:
The insulin pump was received with a button error alarm and without button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test due to its lack of button response. The insulin pump was also received with a cracked reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window, and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had a keypad anomaly after the device had been exposed to water. The customer's blood glucose was 125 mg/dl. He stated that he tried to input his carbohydrates value, but the numbers kept scrolling. He replaced the battery but noted that the insulin pump would not do anything. Upon another battery replacement, the device alarmed button error. He stated the insulin pump had fallen into water leading up to the keypad issues and alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.